Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2: 1.6, lab: 3.6. The difference of time between the measurements is a few hours. Therapeutic range: 2-3. Strip part and lot number were not provided; meter serial number was not provided. The information provided was the inratio2 testing pst kit (B)(4).

Manufacturer narrative:
Investigation pending.